Manufacturer narrative:
The complaint was forwarded to the infusion set manufacturer on (B)(6) 2015. We were notified on (B)(6) 2015 the t:set manufacturer, fifty 50, is no longer in business therefore tandem diabetes care is submitting on their behalf. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported the customer was hospitalized in (B)(6) 2015, customer was unable to provide exact dates. Reportedly the customer had an elevated blood glucose level of 400+ mg/dl, diabetic ketoacidosis and an infection at the infusion set site. The health care professional stated the infection was inhibiting the insulin and the elevated blood glucose were feeding the infection. They did not determine the cause of the site infection. Customer was treated with fluids, insulin IV and antibiotics. There has not been any re-occurrence since the hospitalization.